Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for eval. The caller reported that the speaker was swapped and the fault of no audio still occurred which indicates a possible main pcb fault, however, the caller could not confirm. The mfg facility previously initiated a corrective and preventative action associated with mfg confirmed failures isolated to the main pcb. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.